Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left hypogastric vessel. During preparation for the procedure, a lantern delivery microcatheter (lantern) was fractured when it was removed from the packaging hoop. A new lantern was used and while advancing the lantern through a sheath, it became kinked. Therefore, the lantern was removed and not used in the procedure. The procedure was completed using a third lantern as well as a ruby coil and a pod packing coil (podj). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was fractured approximately 56.0 cm from the hub. The device was bent and kinked approximately 13.0 cm and 107.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed a fractured device. If the device is forcefully retracted at extreme angles during removal from its packaging hoop or otherwise mishandled during preparation, damage such as this may occur. Further evaluation revealed a bend and kink along the device. Based on the return condition, this damage is likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.